Manufacturer narrative:
Analysis of the implanted neurostimulator receiver found "the extensions were cut through and there was discoloration on the hybrid can, however, the receiver passed functional testing." Analysis of the lead with lot# j0546543v found ¿the connector end was cut off, but the rest of the lead was electrically okay.¿ analysis of the lead with lot# j0564155v found ¿three conductors (circuits #0, 1, and 2) were broken 22.4 cm from the distal end of the lead.¿

Event description:
It was reported the patient¿s device was no longer functioning. It was noted the whole system was replaced. It was reported the patient had good stimulation coverage and pain relief post-op. It was noted the device was removed due to loss of therapy. It was reported the patient recovered fully.

Event description:
Additional information received reported the patient¿s system was explanted on (B)(6) 2014.

Manufacturer narrative:
Concomitant: product ID 3487a-33, lot# j0546543v, implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3487a-33, lot# j0564155v, implanted: 2006-(B)(4), explanted: 2014-(B)(6), product type lead, product ID 3487a-33, lot# j0546543v, implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).